Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, a study was conducted that included this product type. Only one (0.2%) of the patients with 3-piece implant was switched to malleable implant. The revision rates were 6.5% in the three-piece implant group. The infection, edema and hematoma rates were 7.7% (39/508) in the three-piece implant group. Only one (0.2%) of the patients with 3-piece implant was switched to malleable implant. Of the complications and dissatisfaction, it was not specified how many involved this product type.